Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? Multiple sutures broke during anastomosis of CABG procedures, these had to be cut out & redone. ¿ how many devices demonstrated the alleged deficiency? All sutures from this lot number had issues. ¿ did the event occur during one or multiple patient procedures? Multiple ¿ what is the total number of procedures? Three procedures before all of the effected lot numbers were found & boxes pulled from the shelves. ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify that suture broke during use on the patient. ¿ please perform and document the follow up attempt for product return. Please provide tracking number. I do not have the tracking information for the return, but they have been returned to owen & minor. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the surgeon that multiple sutures were breaking. Every suture they tried has broken which means this happened multiple times. No patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.